Event description:
Suction irrigator leaked and then started running on its own. The device became very hot and smelled like burning plastic. Item was removed from sterile field and new one was opened for procedure.